Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a shock from his implantable cardioverter-defibrillator (ICD). Thereafter, he went to the emergency department where he was found to have ventricular tachycardia (vt). Antitachycardia pacing (atp) was attempted, however, this just sped up the vt. The patient became symptomatic, sedated, externally cardioverted, and then returned to normal sinus rhythm (nsr). Lopressor was started. The patient was admitted (as previously planned) for heparin gtt to amputation. During the admission, he went in and out of vt. Metoprolol was increased, the ICD was reprogrammed, and the patient self terminated vt prior to discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular tachycardia could not be determined through this evaluation. No alarms or functional issues with the lvas were reported in association with the event. The patient remains ongoing on (B)(6). The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.